Event description:
Per the clinic, the patient experienced an infection at the implant site and wound revision on (B)(6) 2021 (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on october 04, 2022.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics for a duration of 10 days. The implanted device remains. This report is submitted on november 10, 2022.